Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral lower abdomen on (B)(6) 2015 using coolcore applicator and to the bilateral flanks on (B)(6) 2016 using coolcore applicator who developed paradoxical hyperplasia (pah/ph) 6 months after treatment. On (B)(6) 2017 the patient was assessed by a physician who diagnosed the flanks and lower abdomen with paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral lower abdomen on (B)(6) 2015 using coolcore applicator and to the bilateral flanks on (B)(6) 2016 using coolcore applicator who developed paradoxical hyperplasia (pah/ph) 6 months after treatment. On (B)(6) 2017 the patient was assessed by a physician who diagnosed the flanks and lower abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral lower abdomen on (B)(6) 2015 using coolcore applicator and to the bilateral flanks on (B)(6) 2016 using coolcore applicator who developed paradoxical hyperplasia (pah/ph) 6 months after treatment. On (B)(6) 2017 the patient was assessed by a physician who diagnosed the flanks and lower abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.